Event description:
It was reported that during a selenia dimensions mammography system procedure on (B)(6) 2025, when angling the system, it seems to "skip." A hologic field service engineer (fse) was dispatched to examine the device and confirmed shaking while rotating the c-arm. During further assessment to determine the cause of the shaking, the fse found loose vertical travel assembly (vta) bolts. The fse removed the vta bolts, cleaned the threads, applied loctite, and tighten the bolts back into place. The fse confirmed that all vta bolts are now tight, no further loose hardware was found, and the system meets manufacturer specifications. No patient or user injury was reported.